Event description:
(B)(4). Reason for original complaint - patient was revised to address dislocation related to cup placement. Update rec'd (B)(4) 2015 - ppd and medical records received. Ppd and medical records were received on (B)(4) 2013 with the alert date of (B)(4) 2013. These records were reviewed for MDR reportability on (B)(4) 2015. After review of the records for MDR reportability, the femoral implant is being added for the dislocations. A correct dor was provided. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. Other reports were found against the provided product/lot code combinations in a search of the complaints databases. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The incident will not be investigated further. (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).